Manufacturer narrative:
Investigation/conclusion: the monitor and the unused testing strips, associated with the complaint, were returned for investigation. Therapeutic donor testing was performed using the returned inratio monitor sn (B)(4) utilizing return strips lot# 345625. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using returned strips did not uncover any deficiencies. Investigation met both accuracy and repeatability criteria. Functional testing was performed on the returned monitor with passing results. The monitor and strips continue to meet specification and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances and the lot met release specification. The curve associated with the customer's discrepant inr result could not be retrieved from the monitor memory. Due to this, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. The root cause is unable to be determined as only up to the last four (4) impedance curves can be retrieved from the monitor memory. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 7.4, laboratory inr: 2.6. (B)(6) 2015, n/a, 4.4. Therapeutic range: 2.0 - 3.0. The time between testing was thirty (30) minutes on (B)(6) 2015. There was no reported adverse patient sequela. There was no additional information provided.